Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2014. This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The patient was treated with vancomycin (1g, frequency, route and duration not reported) for peritonitis. On an unreported date, vancomycin was discontinued. The patient was retrained on aseptic technique. Dianeal therapies were ongoing. At the time of this report, the patient had recovered from the event. No additional information is available.